Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2.7 mmol/l, 2.9 mmol/l. The customer¿s current blood glucose value was 9.8 mmol/l. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food. Customer stated the auto mode was automatically delivering insulin at the time of low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.